Event description:
The customer reported that her blood glucose was 44 mg/dl, while she was troubleshooting for a calibration error. The customer treated with food. The calibration error had been caused by an incorrect or delayed blood glucose entry. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.